Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information was requested but not provided. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. The device was not returned for evaluation as the lens was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye. The reason for the explant was not specified. No medical or other surgical interventions were indicated. It was indicated the product will not be returned as it was discarded. The patient outcome was not provided. No further information is available.